Event description:
Surgeon used the stapler, deployed several staples, tried to release clamp from the patient, wouldn't release. Opened the back and attempted to use the manual release, would not manually release. Some tissue had to be cut from patient to remove the device.